Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned. Visual examination of the summited product picture and the returned device found sufficient evidence to confirm the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the tka surgery for oa with the patella in question. In the surgery, the seal of the sterilized pack was strong, and the package was torn during opening. The surgeon carefully removed the broken part of the package with clean forceps and took out the implant. The surgeon judged that the implant was kept in clean field and used it for the surgery. The surgery was completed successfully without any surgical delay. No further information is available.